Event description:
Healthcare professional reports during battery charging of the hemochron jr signature plus instrument, that the operator observed smoke emanating from the instrument, the instrument outer casing was hot to the touch, and there was visible warping of the case. The biomedical tech opened the instrument's case and noted that the battery had melted. No injury or damage to anything outside the instrument was reported. The customer incorrectly used a 24 volt 0.63 amp power adapter, not supplied by itc, instead of a 9 volt 1.3 amp power adapter supplied by itc. The customer also incorrectly used an unauthorized third party replacement battery which was the wrong chemistry and lacked current limiting and thermal protection. The situation was caused by the use of an incorrect power adapter which delivered excessive voltage to an unsafe unauthorized third-party battery; both items were incorrectly used in place of the itc components.

Manufacturer narrative:
(B)(4). Method - power source testing performed.